Event description:
It was reported that during a hemicolectomy of transverse colon resection procedure, it was reported that there was a hematoma on the crest of the pt's abdomen. Additionally, there was an anastomotic leak nine days later. During surgery everything had appeared normal. The pt was given an ileostomy during the reoperation. Pt was reported to be in stable condition.

Manufacturer narrative:
Date sent: 03/13/2009. Information is unavailable; device was not returned for evaluation.